Event description:
Incidents continue to be reported to the med devices agency (mda) where male pts' testicles have been trapped when using bath or shower seating equipment. Pt injuries could have been averted if the equipment had been used in accordance with previous mda and mfrs recommendations. Action: the following info should be brought to the attention of all who need to know or be made aware of it. This will include nursing staff, supplies officers, works officers, physiotherapists, carers, community care and social services staff who use this type of equipment. Copies of this notice should be forwarded to residential care and nursing homes, and hospices. It is recommended that when pts of all age groups (particularly male pts) are using bath or shower seating equipment with drainage holes or slots, towelling or similar protective material should be placed between the seat and the users body. This prevents testicles, or any other part of the body in contact with the seat, being forced through the drainage holes or slots and becoming trapped. Users of this type of equipment are advised to contact the MFR or supplier to establish whether a modified seat or inserts for reducing the size of the drainage holes or slots within the seat are available. It is also recommended that all types of bath and shower seating equipment should be regularly inspected to ensure there are no sharp edges or potential areas of entrapment. Background: several incidents have been reported to mda where male pts have trapped their testicles in the drainage holes or slots of plastic bath or shower seats. On two occasions the pts had to be cut free. Mda has previously issued a number of safety warnings and hazard notices, which refer to the actions, vigilance and care that users and carers should adopt when using bath and shower seating equipment.